Event description:
The territory mgr assisting a (B)(6) male pt contacted zoll customer support to report that the pt¿s battery charger was no longer working. The pt was sent a replacement charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon eval, it was determined that the power unit¿s connector pins were not seated properly in the charger. The root cause for the connector pins not being seated in the connector cannot be positively identified. No adverse event resulted from the defective connector. The pt received a replacement charger.